Event description:
A patient had a pacemaker implanted some 12.5 years ago. He has had 1 generator change in this interval. A recent analysis of his device showed an insulation break in the right ventricular chronic lead and arrangements were made for an urgent admission and lead exchange. Intra operatively the chronic right ventricular lead was examined closely and beneath the suture fixation to the chest wall. It was found that the insulation had broken. In fact, the insulation had stripped off the lead entirely down into the chest. Using fluoroscopy under the guidance of tee and with the assistance of the laser, we had been able to mobilize the leads sufficiently to get an intact portion of the lead available within the wound. This portion of the lead did contain the elements as well as the insulation. This was removed and replaced. The generator which only had approximately 18 months of life left was also replaced at this time.